Manufacturer narrative:
Additional information received:it was reported the occlusion extended to the endurant bifurcate main body stent graft. Product analysis summary: a pre-implant 3d CT report was received from 6 weeks prior to the index procedure: the reported occlusion event could not be confirmed on the films provided. Post-implant contrast CT¿s from 21 months post index procedure were received showing the endurant stent graft system implanted in the patient. The reported occlusion event was confirmed on the films provided; however, the cause of the event could not be fully determined. It is possible that the occlusive event was related to the extreme tortuosity of the right external iliac artery, overlapping devices and extension into the right external iliac leading to reduced stent graft lumen. The event may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. There appeared to be thrombus in the proximal aortic neck which led to a reduction in the flow lumen diameter. It is possible that this thrombus extended down the right side into the iliac limb to contribute to occlusion of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant devices are: esbf3214c103ee; s/n: (B)(6); use by date: 2020-03-27; upn # 00643169439962 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 57mm abdominal aortic aneurysm. It was noted this procedure was successfully completed without any complications. It was reported that on the date of the CT, under two years later, it was noted the right endurant limb etlw1610c156e was occluded. The cause was the event was not reported. No additional clinical sequelae were provided and the patient will be monitored.